Manufacturer narrative:
H.6. Investigation summary: "bd received 1 sample for investigation. The sample was evaluated by visual examination and functional testing, used to draw 10 vacutainer tubes with water and activating the safety shield, and the indicated failure modes for insufficient flow, tube push off, and difficult to activate shield with the incident lot were not observed. Additionally, 8 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw 10 vacutainer tubes with water and activating their safety shields, and no issues were observed relating to insufficient flow, tube push off, and difficult to activate shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes insufficient flow, tube push off, and difficult to activate shield." The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-05-12.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® safety-lok¿ blood collection set the tubes were pushing off non patient end of needle, there was also insufficient blood flow and it was difficult to activate the safety feature. There was no report patients or patient impact. The following information was provided by the initial reporter, translated from french to english: due to shortages of blood collection devices from our usual supplier, we have purchased a bd vacutainer safety lock, references (B)(4).. With this device, our nurses are experiencing the following problems clotted blood in the tubing preventing blood sampling. Hemolyzed sample (abnormality in the laboratory) preventing the prescribed analysis from being performed. Sample tube escaping from the device during sampling.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® safety-lok¿ blood collection set the tubes were pushing off non patient end of needle, there was also insufficient blood flow and it was difficult to activate the safety feature. There was no report patients or patient impact. The following information was provided by the initial reporter, translated from french to english: due to shortages of blood collection devices from our usual supplier, we have purchased a bd vacutainer safety lock, references 367286 and 367284. With this device, our nurses are experiencing the following problems: clotted blood in the tubing preventing blood sampling. Hemolyzed sample (abnormality in the laboratory) preventing the prescribed analysis from being performed. -ample tube escaping from the device during sampling.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro is an OEM manufacturing site. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.